Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient had developed a pneumothorax requiring a chest tube. The target lesion was 2.1 cm in the right upper lobe, 5mm distance from the pleura. Given the lesion's location in the right upper lobe and its close proximity to the pleural border, the pneumothorax risk was elevated. After the procedure, the patient subsequently experienced pain and dyspnea. A chest x-ray revealed a 1 cm right-sided pneumothorax, which progressed to 2 cm within approximately 10 minutes, prompting bedside chest tube insertion in the bronchoscopy suite. The physician determined that the pneumothorax resulted from needle penetration through the nodule into the visceral pleura. Following a two-night hospital stay, the patient was discharged home. Biopsy results were negative for malignancy, and the lesion showed no pet activity, suggesting a true negative finding. No issues were identified with the ion system or its associated instruments.